Event description:
Lv impedance out of range alert. Lv capture threshold alert. (B)(6) 2024. 03:00:08 *lvtip to lvring lead impedance 1843 ohms 1500 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).